Event description:
It was reported that during a lung resection, the device was stuck on lung tissue. The device was reportedly not opened. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device location unknown. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed? Was there damage to the tissue? How was it repaired? What color cartridge? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was the procedure completed? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure? Is the device available for analysis? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.